Event description:
It was reported that the homechoice (hc) device had an unspecified system error during an unspecified step of peritoneal dialysis (pd) therapy. It is unknown if the patient was connected. It is unknown how the patient completed therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the event history log verified the event. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects and malfunctions found with the device. Upon conclusion of the investigation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.